Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37092, serial# unknown, product type: accessory; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient programmer (pp) would only connect to the patient¿s implantable neurostimulator (ins) sometimes. If she tried to increase stimulation to three or 3.25 she would get jolted and couldn¿t decrease stimulation and it would take two to three minutes to decrease stimulation which started about three weeks prior to the report. If the patient used the pp without the antenna the pp would connect quicker and easier, but with the antenna the patient experienced poor telemetry. The anomaly appeared to have occurred through product use. The patient received a replacement pp and was no longer able to adjust stimulation and reported the replacement pp was ¿worse¿ than her other pp. The poor communication screen was seen and she was unable to change stimulation from 2.8 volts and was unable to move because of it. It was noted when the patient had a pain flare she would turn stimulation up and when she wanted to turn stimulation back down she was unable to, and got a question mark on the screen. The antenna was repositioned and the pp would not connect. The patient was offered a different antenna to determine if this would help with the problem. The patient called back later and said after 10 minutes of trying she was able to turn stimulation down. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.